Event description:
Reporter stated a bolus given via the meter is not reflected within the meter memory but is shown in the pump history. The missing bolus could lead to incorrect treatment suggestions. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.